Event description:
The pt reported experiencing elevated blood glucose of 27 mmol/l (486 mg/dl) since the beginning use of the infusion device. He switched to his backup infusion device and his blood glucose returned to normal, 6-8 mmol/l (108-144 mg/dl). He believes there is an issue with the piston rod of the infusion device and not enough insulin is delivered. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.